Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the lap top 1000 ventilator was having fio2 inaccuracy. At this time, there is no information regarding patient involvement associated with the reported event.